Event description:
The customer reported that the unit showed a flashing red x.

Manufacturer narrative:
The customer reported that the unit showed a flashing red x. A philips field service engineer (fse) evaluated the device at the customer site and confirmed the red x condition. The fse also found charge/shock errors in the device log that coincided with the reported failure. Replacing the therapy pca resolved the issue. The device passed all testing and was returned to use.